Event description:
Facility's facility became aware that the medi-port care tray kit contained 2 sterile water syringes instead of sterile saline. The tray is custom made for facility and contents were signed off by facility but the list of contents stated "2 syr 10 cc pre-filled ster". It was assumed at location that it was sterile saline not sterile water. At that time (in jan) an e-mail was sent to all managers to notify them of this situation and asked that the sterile water be discarded and sterile saline be obtained. However, it came to facility's attention the follwing month that not all the staff that needed notified about this issue had been informed. At that time additional steps were taken including: the company is supplying saline syringes that are being supplied with the kits that contain the sterile water. Location is also attaching a bright pink warning label to discard the sterile water syringes. New kits are being made and will be available in 3-4 weeks. There are no known occurrences in which the sterile water syringes were actually used on a patient.